Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient rated evaluation a "3." They are cathing and hasn't tried voiding on their own. The patient is feeling the stimulation and feels urgency at night. No device issue and no further patient complications have been reported as a result of this event.